Event description:
A distributor reported a malfunction with a pump on behalf of a customer from france, indicating an error code 12-0x2071. There was no information provided about the impact on the customer's blood glucose level. The pump was no longer under warranty, and no device return was indicated, with no further actions reported.